Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) four months into a two year longevity estimate and the patient was experiencing pacemaker syndrome. It was further reported that the right ventricular (rv) lead was exhibiting non and intermittent capture, high thresholds and low impedance. The ipg was explanted and replaced while the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data was received and analyzed and indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Auto lead diagnostics show ventricular short circuit paces with lead impedance <(><<)> 200 ohms. An rv lead warning occurred on 2014-(B)(4). The ventricular capture management trend shows rv lead threshold high or out of range throughout the record.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4524-45, lead, implanted (B)(6) 1996. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.